Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a clinic visit, this left ventricular (lv) lead exhibited high pacing thresholds and loss of capture (loc). It was noted that the clinician reported difficulties with threshold calibration. Technical services (ts) was consulted for programming assistance. Subsequently during a follow up visit, the issue was resolved and capture was successfully achieved. No additional adverse patient effects were reported. This lv lead remains in service.